Manufacturer narrative:
(B)(4). The field service representative checked the suspect device and found that the vte was low and flow sensor receptacle had been broken off that causing a leak. No rootcause has been determined yet coz the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has alarm "vent inop". The customer confirmed that there was no patient involvment from this event.

Manufacturer narrative:
Result of investigation: the vyaire field service representative(fsr) arrived onsite. The customer had installed flow sensor o-rings and receptacle cap. Ran ovp (operational verification procedure) and vti (inhaled tidal volume) and vte (end-tidal volume) values where high both monitored and delivered. Performed exhalation flow, exhalation pressure and turbine differential calibration various times until unit came into specification.the fsr performed ovp and passed. The unit meets factory specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.